Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 203 versus the labs 283 mg/dl. Tests were done within 10 minutes. Another comparison of 181 versus the labs 283 mg/dl was done. Test were done within 10 minutes. Pt is not using control solution for tests. Pt did not experience any adverse events. No further info has been reported.